Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker had an infection and erosion. A revision was performed and the pacemaker was explanted. Reportedly, there was a small area of erosion around the pocket. The physician was going to revise the pocket and place the pacemaker in a subpectoral position. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had an infection and erosion. A revision was performed and the pacemaker was explanted. Reportedly, there was a small area of erosion around the pocket. The physician was going to revise the pocket and place the pacemaker in a subpectoral position. No additional adverse patient effects were reported. Additional information indicated that the patient was experiencing mild discomfort around the lateral border of the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the baseline testing was completed, and the device was found to have no anomaly. Laboratory analysis was unable to confirm reported allegation.